Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a reported detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was detached from the sensor pod and seal carrier. The reported event of a detached wire was confirmed. A probable cause could not be determined.